Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a intima-ii 24gax0.75in prn slm had the catheter bend and break during use. The following was reported by the initial reporter: "at 09:00 on (B)(6) 2021 , the patient was infused with an indwelling needle and found to be blocked. After checking the cause, the catheter tube at the needle connection was found to be broken after folding and releasing. The patient was re-injected with a new indwelling needle, which did not cause adverse effects to the child".